Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results on their cobas 8000 e602 analyzer with serial number (B)(4). The customer stated that the patient had a thyroid panel test back in may. The results were out of range, so the physician requested a new set of measurements in a different laboratory. The new results were considered correct when compared to the elecsys results. The actual results were requested but not provided. On september 17, the patient had a serum and a plasma sample tested to compare to the results from may. The patient's serum results from the e602 analyzer were reported outside the laboratory. Because the patient's results were out of range, the customer retested the samples with two different systems. The patient's plasma sample was re-tested on a vista analyzer. The patient's serum sample was re-tested on an immulite 2000 analyzer. The initial tsh serum result was 4.06 miu/ml. The serum repeat tsh result was 3.26 miu/ml. The initial plasma tsh result was 4.21 miu/ml. The plasma repeat tsh result was 2.93 miu/ml. The initial serum ft4 result was 23.68 pmol/l. The repeat serum ft4 result was 16.2 pmol/l. The initial plasma ft4 result was 24.05 pmol/l. The repeat plasma ft4 result was 16.9 pmol/l. The initial serum ft3 result was 9.71 pmol/l. The serum repeat ft3 result was 4.6 pmol/l. The initial plasma ft3 result was 9.43 pmol/l. The repeat plasma ft3 result was 6.61 pmol/l. The patient was not adversely affected by this event. The ft3 reagent lot number was 172621. The expiration date was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Patient sample was returned for investigation. The customer's results were confirmed. No interfering factors were identified. Further investigation could not be performed.

Manufacturer narrative:
The field service representative went on site. He replaced the reagent probe. He cleaned the liquid flow path clo2. Quality control was performed for ft4 with results that were within specification.

Manufacturer narrative:
A definitive root cause could not be determined. Two patient samples were returned for investigation. The customer's results were reproduced and no interfering factors were identified.